Event description:
The autopulse platform (B)(4) was used to resuscitate a patient in cardiac arrest. The patient was properly positioned on the platform. When the lifeband was pulled up, the platform displayed the following prompts: "realign patient" and "pull up lifeband and press restart". The crew attempted to realign the patient, but the issue persisted. The crew used another autopulse platform to continue the resuscitation. The second autopulse platform functioned appropriately for the duration of the patient call. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint that "when the lifeband was pulled up, the autopulse platform (B)(4) displayed the following prompts: 'realign patient' and 'pull up lifeband and press restart' was confirmed based on archive data review. The autopulse platform was deployed in active operation on 11 january 2022, around the customer's reported complaint date. The autopulse platform displayed user advisory (ua) 02 (compression tracking error) and multiple ua12 (lifeband not present) upon powering up. Further review of the archive data showed several incidents when the autopulse platform displayed ua17 (max motor on-time exceeded during active operation), followed by warning 1 (low battery warning) and stopped compressions around the customer's reported complaint date. These advisory messages are followed by the prompts: "realign patient" and "pull up lifeband and press restart". Based on the archive data, all the warnings and advisory messages were cleared by the customer, and they were not replicated during functional testing. A user advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide, warning 1 indicates that battery needs to be charged because less than 5 minutes of battery voltage is left. The recommended action is to take for this type of user advisory is to replace the battery and press restart to clear the warning. Per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. Per the battery hangtag - advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted, or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Visual inspection of the returned autopulse platform was performed at the zoll service center. Damage to the front enclosure and UDI label were observed, unrelated to the reported complaint. Based on the photos provided by the zoll service team, the front enclosure was scratched and was broken at one of its screw fitting areas. In addition, the UDI label was scratched and worn at multiple locations. The observed physical damages appeared to be the characteristics of harsh impact due to user mishandling. The front enclosure and UDI label were replaced to address the observed issues. The autopulse platform failed the initial functional test due to fault code 16 displayed during take-up, unrelated to the reported complaint. While powering on the autopulse platform, there was no brake activation. The brake assembly was seized, possibly due to humidity, causing the fault code 16 to occur. The brake was cleaned using ipa (isopropyl alcohol) to release it, and the brake gap was adjusted to remedy the fault. Following service, a brake gap inspection confirmed the brake gap was within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error.